Event description:
It was reported that vessel dissection occurred. The 95% stenosed target lesion was located in left anterior descending artery (lad) and left circumflex artery (lcx). The lesion was pre-dilated with a 2.5x08mm balloon catheter and a 3.00x12mm synergy drug-eluting stent (des) was deployed in lcx at 14 atmospheres (atm). A 2.75 x 28 synergy des was then deployed in lad at nominal atm. However, an intimal dissection was noticed at proximal lad and another 3.00x16 synergy des was deployed to cover the dissection. Post-dilatation was done with a 3.0x12mm nc balloon and no further patient complications were reported and the patient status was stable.